Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The light guide tube was leaking. The air/water channel volume failed due to blockage. The black fibrous material item did not originate from the olympus endoscope. The water flow and water removal were not to specification. The automated air leak was leaking. The light cover glasses and optical cover glass were chipped. The light cover glasses and optical cover glass adhesive was worn. The distal end adhesive was lifting. The up/down/right angle were not to specification. The up/down angle had play. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during reprocessing, the light guide tube on the evis lucera elite colonovideoscope was leaking. The scope did not fail during the procedure. The intended procedure was completed with the same device. It was unknown if the device was inspected prior to use. No patient injury or procedure impact reported. During the evaluation of the device, it was noted a black fibrous material was protruding from the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of a black fibrous material was protruding from the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.